Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all device history records (dhrs) are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, to brainstorm was performed in order to identify the possible causes for the failure. The following potential causes were identified: misuse, incoming inspection not performed, defective material, customer perception, or manufacturing related failure. No trends or triggers have been found, therefore, a corrective or preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 5/25/2016 that a customer had an issue with a dialysis catheter. The customer reports the patient received a palindrome catheter on the (B)(6) 2015. The patient was put on a list to have the catheter revised in the theatre but he refused surgical intervention. The defect was noticed 1 year and 2 months after insertion. The original reporter stated the current patient condition as undergoing single needle dialysis. The device has not been removed. The customer further clarified that the catheter is leaking at the ultem adaptor. The catheter only started leaking after the time period of 1 year and 2 months. The catheter was subsequently repaired by dr. (B)(6) at the (B)(6) hospital with a repair kit on the (B)(6) 2016.